Event description:
The customer reported that there was a loud bang, a system failure and then the system displayed an overload fault error message. This error may cause the system to shut down. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.